Manufacturer narrative:
Method: device history review; complaint history review; results: the most likely cause of the reported event is a fatigue fracture of the device caused by various physiological loads on the rod for a prolonged period of time. Conclusion: the customer reported xia 3 vitalium rod with hex main body fracture post-op was confirmed via a visual inspection. The event resulted in a revision surgery, which is in-line with the referenced risk document. Visual inspection of the rod confirmed that the fracture occurred midway through a bend, which was likely a lordotic bend. This area can cause a significant load on the device as a large bending moment is created here. Material analysis was also performed on this device and it confirmed that the fracture occurred due to fatigue of the material. This also supported by the length of implantation prior to the breakage, as the rod was implanted for 16 months. The case was being performed to correct scoliosis, so it is possible that the area where this breakage occurred was not fused, which could also contribute to fatigue as the rod would then be tasked with bearing load normally supported by the spine. Lastly, no manufacturing issues were identified during manufacturing review.

Event description:
It was reported that the patient underwent the surgery with the xia3 (th10/iliac). The surgeon confirmed by the use of x-ray that the rod was broken (on l4). The patient underwent the revision surgery.

Event description:
It was reported that the patient underwent the surgery with the (B)(4). The surgeon confirmed by the use of x-ray that the rod was broken (on l4). The patient underwent the revision surgery.